Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that all 4 leads had no impedance and yes, a warning sign showed noimpedance on all the leads. The patient will be scheduled for a new interstim device. Hcp stated that it would be resolved once the new interstim is placed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1r1lv serial# implanted: (B)(6) 2018 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1r1lv); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Con): information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported  the patient went to their urologist's office and the doctor confirmed that the patient's implant battery was at full life. The patient stated that there were orange exclamation marks on the clinician app for all of the leads. The caller was redirected to their healthcare provider to further address the issue. An email was sent to field staff requesting assistance.